Event description:
The customer reported to a baxter representative a condition of an interlink extension set that was alleged with a leak "coming from the filter"; this condition was reported to have occurred during infusion with an unknown solution on an unknown patient. All products were replaced and infusion was completed without further incident. There was no report of patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is currently available. This is report #1 of 2 involving this condition.

Manufacturer narrative:
(B)(4) - evaluation is pending receipt of the sample. Upon completion of the evaluation, or should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4) - the reported condition was confirmed during evaluation; a leak was identified in the vent membrane of the millipore filter. However, an assignable cause could not be identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should any additional information be made available, a follow-up MDR will be submitted.